Manufacturer narrative:
The device was returned to olympus for inspection, the reported failure "cut on cable unit" was confirmed, but the reported failure "no image" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water tightness was lost. Based on the results of the investigation, and since the device malfunction, "no image", was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The cause of "cut on cable unit" was traced to component failure. In regard to the newly identified malfunction, there was a cut on cable unit and therefore water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had cut cable and no image during reprocessing. There were no reports of patient involvement.